Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric bypass, a crack was found in the nose cone of the idrive handle. A new device was used to complete the procedure. There was no patient injury, there was no extension of operating time. There was no blood loss. There was no extension of the incision. There was no change in operation. There was no blood loss. There was no tissue loss or tissue damage. There was no reinforcement material used. No device component fell into the cavity. The last known patient status is good.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv), concurrently with engineering, led an evaluation of one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. There was a crack in the nose cone of the handle and a small ding on the quick connect. No additional visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 11 autoclave cycles for the handle. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the handle. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating greater than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The pmv reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. Visual testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the cracked nose cone and damaged quick connect and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. The damage to the nose cone and quick connect can occur if the device is dropped or handled roughly. No product or process improvements were generated.